Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was hot to the touch despite being in room-temperature conditions. Additionally, the pump touch screen was unresponsive. The customer¿s blood glucose was 300(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touch screen issue was verified. Additionally the alleged battery issue could not be verified.